Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service evaluated the device and verified the reported issue. The third-party service agent replaced the system pcb assembly. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device powered off by itself. The battery indicator on the device showed the battery as empty but the indicator on the battery itself showed 3 led's. It was also reported that an event code had been logged into the device's memory. There was no patient use associated with the reported event.